Manufacturer narrative:
Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement and active current measurement. Pump error 53 found in the pump history due to software error. Pump error 63 alarmed during self test and confirmed in insulin pump history with variable due to broken trace at pin 1 and pin 6 on keypad assembly. No pump error 4 alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed hardware low level failure during self-test. The customer's blood glucose value was unknown. The insulin pump also alarmed multiple pump error. The insulin pump will not be returned for analysis.